Event description:
In 2002, the patient was seen at the implant center for device evaluation. The patient's device reportedly was intermittent throughout the summer. The audiologist exchanged external hardware. However, lock was not obtained. The patient was seen by a company representative for device evaluation. Testing conducted confirmed the reported problem. Revision surgery has been scheduled. The patient will be reimplanted with another clarion device.